Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported the spin collar cracked during an infusion. The event occurred in the hematology/oncology unit. There was no patient harm or medical intervention. No further patient/event information was reported.